Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported problem of 'false air in line alarm' was confirmed in the event history log (ehl) review as 'air-in-line!' Messages, and it was reproduced during evaluation by troubleshooting the device. False air in line alarm was found to be caused by a failing upstream/ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.